Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
This is a duplicate of mfg report number #8010042-2021-00462.

Event description:
It was reported that the ventilator did not start and alarm was generated. There was no patient involvement. Manufacturer's ref #: (B)(4).